Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
Sales rep reports that: "physicians are complaining that our twist drills have been noticeably dull. They are reporting that they are a hazard to pts and that junior residents are risking plunging drill bit into pt's brain".